Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. Due to moisture damage keypad connector. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not working and had low battery alert. The customer stated that the buttons did not work properly resulting in multiple button presses before they receive a response from the pump. Customer replaced the battery prior and the buttons were going down but the select button took a few presses before triggering a response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.